Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and had blank display. Customer¿s blood glucose level was 335 mg/dl. The customer stated that the insulin pump had unexpected restart alarm before turning off. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.